Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2009, after the use of the product.

Manufacturer narrative:
This is one event for the same pt involving two separate products; associated MDR numbers 1225714-2014-00034 and 1225714-2014-00035.